Manufacturer narrative:
The customer reported that their central nurse's station (cns) screen is frozen and that the touchscreen and the mouse are not working. No harm or injury was reported. Attempt #1 on 08/09/2021 called customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #2 on 08/12/2021 called customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #3 on 08/16/2021 called customer via the provided telephone number for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) screen is frozen and that the touchscreen and the mouse are not working. No harm or injury was reported.